Manufacturer narrative:
Results - product performance engineering was unable to perform an eval, as the product was not returned to abbott vascular at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the inflation lumen, in the hub and on the distal shaft. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. The protective sheath was not returned. There were multiple bends in the hypotube, 4cm, 25.5 cm, 69.5 cm, 79 cm, and 100 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering was unable to perform an eval, as the product was not returned to abbott vascular at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the device was going to be used on a pt that was coding. During preparation it was noted that the stent had dislodged from the balloon. Another stent delivery system (sds) was selected and used to complete the case. No pt effects were reported. No additional event or pt info is available.